Event description:
The customer reported the system intermittently failed to xray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 3a1 card was replaced. The system was then found to be working as intended.